Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was determined that the right ventricular (rv) lead experienced possible oversensing and undersensing on the stored electrograms. In addition, a small decline in the r wave measurements and the rv defibrillation impedance were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.